Event description:
Following 2 MRI's, the pt stated they felt the pump was not running. The pt stated that he was feeling more pain than usual. The pt also noted that he did not have his pump checked post MRI. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).